Event description:
Consumer complaint of low blood results. Customer states that she have headache but requires no medical attention at this time. Customer states that on (B)(6) 2015 she was not feeling well and had headache, she obtained a blood result of 41mg/dl fasting. Customer states 2 hours later due to still not feeling well the ambulance was called and she was hospitalized. Customer's expected blood results are 150-200mg/dl fasting. Verified the strips expire 04/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 107mg/dl and 126mg/dl fasting. Reviewed meter memory: 64 mg/dl (B)(6) 2015 08:00:00 am fasting yes; 41mg/dl (B)(6) 2015 06:26:00 am fasting yes; 113mg/dl (B)(6) 2015 06:57:00 am fasting yes; 72mg/dl (B)(6) 2015 06:48:00 am fasting yes; 152mg/dl (B)(6) 2015 07:12:00 am fasting yes. Customer explained on (B)(6) 2015 her sugar read 400mg/dl and the doctor increased her insulin from 36 units to 40 units. Yesterday when discharged from the hospital the doctor decreased her insulin dosage to 30 units.

Manufacturer narrative:
(B)(4). Product under eval.